Event description:
It was reported that a patient underwent a cervical laminoplasty on an unspecified date (operative level(s) unknown). Postoperatively, the patient reportedly complained of shoulder pain. According the surgeon, the patient presented with c5 palsy and it was unknown whether the event was caused by excessive opening of lamina. No further information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Unknown products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.